Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon had issues inserting the distal locking screw through the 12mm 130 degree tfn while using the 130 degree aiming arm. After unsuccessfully attempting to use the aiming arm to insert the screw, the surgeon removed the aiming arm and was able to successfully line up and insert the locking screw using x-rays. There was a 5 minute delay noted because of this event. No patient harm or fragmenting was reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that the returned 130° aiming arm (357.366)(3740249) which was manufactured in may-2011, is a critical component of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes the 130° aiming arm plays a vital role in ensuring proper alignment when securing the tfn in the femur. Drawing (B)(4) was reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. Additionally, the returned part was found to have some minor superficial defects consistent with routine usage, but it was intact and not missing any integral pieces. In order to recreate the complaint condition, the returned 130° aiming arm (3740249) was tested with known good parts which accompany the aiming arm in the tfn system. The known good parts used during complaint recreation included a blade guide sleeve (357.369, 4545108), a buttress nut (357.371, 5013309), a 12mm 130° trochanteric fixation nail (left) (456.477, 4328328), a helical blade inserter (357.372, 5675337), an 11mm helical blade (100mm long) (456.305), a connecting screw (357.397, 6606047), and a ball hexagonal screwdriver, 8mm (357.515, 4936924). After attempting to recreate the complaint condition over ten times, although the buttress nut/locking slide plate connection was slightly loose, the tfn system repeatedly aligned properly and the helical blade passed through the trochanteric fixation nail. The complaint condition could not be confirmed. There is the potential for parts of the tfn system to become loose during surgery, especially when using mallets to drive in implants. Unless all components of the tfn system are stable and screws properly tightened, the alignment of the insertion construct can be compromised. In page 17 of the tfn technique guide ((B)(4)) special instructions are given to ensure that the connecting screw is tight, in order to avoid misalignment. Since the returned parts were found to be in alignment when attempting to recreate the complaint condition, it is possible that in the subject event the connecting screw was not as tight as it needed to be, which caused the misalignment during surgery. It is most likely that the cause for the misalignment is due to a loose connecting screw which was not tightened prior to targeting. If the connecting screw is not properly secured the nail and targeting arm are not capable of working in unison and ensuring proper alignment as intended. Additionally, deflection forces generated by soft tissue could have also contributed to the misalignment. Considering the circumstances and since the complaint condition could not be recreated, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.